Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/05/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After day 2 of the sensor insertion, the patient started feeling itchy. On (B)(6) 2017, the sensor insertion site began to feel painful and the patient removed the sensor. The reaction was located on the torso/stomach area. On (B)(6) 2017, the patient spoke with their doctor and was prescribed prednisone to treat the skin reaction. At the time of contact, the patient was doing good. No additional patient or event information is available.